Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported that one hundred thirteen needles were found with epoxy resin-adhered. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows white epoxy on the needle hub. For the epoxy on the needle hub, this defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. A device history record review was completed for provided material number 302047, lot number 0045082. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Verification of the cannulator was performed. The settings and alignment were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 113 bd¿ bulk, non-sterile needles had epoxy adhered to them. The following information was provided by the initial reporter: "113 needles are found with epoxy resin-adhered."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-29. H6: investigation summary it was reported that one hundred thirteen needles were found with epoxy resin-adhered, six needles were found with a double needle, and one needle is found with a bent needle. To aid in the investigation, eight samples and three photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. Five samples have a double needle, two samples have am epoxy drip over on the needle hub, and one sample has the needle tip bent. No other defects or imperfections were observed. In the photos provided, one photo shows white epoxy on the needle hub. The next photo shows a needle assembly with a double needle connected to a syringe; the second needle is attached to the outer side of the needle hub. The third photo shows a needle assembly connected to a syringe. From the photo, it is not clear whether the needle has angularity. For the epoxy on the needle hub and double needle, these defects can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle and the epoxy on the needle hub. The needle tip could be bent when removing the plastic shield. A device history record review was completed for provided material number 302047, lot number 0045082. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Verification of the cannulator was performed. The settings and alignment were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 113 bd¿ bulk, non-sterile needles had epoxy adhered to them. The following information was provided by the initial reporter: "113 needles are found with epoxy resin-adhered."